Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer (with an unk relationship to the pt) via company rep (call center) and forwarded by our local affiliate (B)(4). This is the first of 3 cases reported by the same consumer. Refer to cases: (B)(4). This case involves a male pt (age nos) who was submitted to poly-l-lactic acid (sculptra) session on an unk therapy dates, indication and dosage. Around ten months ago ((B)(6) 2008), the pt had developed visible subcutaneous nodules. Action taken with poly-l-lactic acid, event outcome and corrective treatment given if any are all unk. No further info is available.

Manufacturer narrative:
A ptc (pharmaceutical technical complaint) has been initiated: (B)(4). Outcome: unk. Addendum for f/u info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot # is available, an investigation has been performed on the documentation of all potentially involved mfg batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.